Manufacturer narrative:
Product event summary: analysis found that the printed circuit board (pcb) was damaged. Further information was provided regarding the analysis results. It was noted that the sense test failed on the low end of sensing. The failure was intermittent. The interconnect flex assembly was confirmed to have failed. After replacing the interconnect flex the failure disappeared and the test passed.

Event description:
It was reported that the external pulse generator (epg) was oversensing. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the printed circuit board (pcb) was damaged. (B)(4).